Event description:
Spreadsheet of past device issues provided to carefusion sales rep., info on spreadsheet: error: "when facing the monitor there is no display on the pumps to the left of the brain. No reading + no function." Action: "confirmed that only half of the brain was giving power to the pumps. The brain's iui connector was damaged. It was replaced and tested no other problems found." Serial numbers involved in event: (B)(4). There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned.